Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia drug-eluting vascular stent system with an unknown 0.014" guidewire stuck in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the outer sheath was kinked at the nosecone. Microscopic examination revealed no additional damages. The stent was deployed and did not return for analysis. The handle was x-rayed, and the proximal inner was prolapsed.

Event description:
It was reported that the stent partially deployed and stretched, requiring placement of an additional stent. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in the superficial femoral artery (sfa). A contralateral approach was used to access the 100% stenosed target lesion. Pre-dilation was performed, and a 6x120 eluvia stent was implanted on the peripheral side of the sfa without issue. While attempting to deploy the 7x120 eluvia, approximately 7cm of the stent was deployed when the thumbwheel idled, and the outer tube was stuck and could not be moved. The system was pulled, and the stent fully deployed, but the stent was left in a stretched condition. Since it was deployed in the sheath by about 4cm, the full length was retained in the sfa by pushing it out using a sheath dilator. The physician judged that an additional stent was necessary in the stretched area, so a 7x80 eluvia stent was placed. No patient complications were reported.

Event description:
It was reported that the stent partially deployed and stretched, requiring placement of an additional stent. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in the superficial femoral artery (sfa). A contralateral approach was used to access the 100% stenosed target lesion. Pre-dilation was performed, and a 6x120 eluvia stent was implanted on the peripheral side of the sfa without issue. While attempting to deploy the 7x120 eluvia, approximately 7cm of the stent was deployed when the thumbwheel idled, and the outer tube was stuck and could not be moved. The system was pulled, and the stent fully deployed, but the stent was left in a stretched condition. Since it was deployed in the sheath by about 4cm, the full length was retained in the sfa by pushing it out using a sheath dilator. The physician judged that an additional stent was necessary in the stretched area, so a 7x80 eluvia stent was placed. No patient complications were reported.